Event description:
During harvesting of skin graft, the dermatome was transitioning from thigh to buttock the dermatome blade went deeper than the dermis into the fat. No deeper structures were injured. The laceration was repaired. The parents were informed of the laceration. It was a 2-inch laceration. The scar will be within the scar from the harvest. Do not expect this laceration to negatively impact his short term or long-term healing process.